Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 16445125, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had high impedances resulting in inadequate coverage. The patient underwent a revision procedure wherein the leads were replaced. It was also reported that the ipg was replaced for an unknown reason. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had high impedances resulting in inadequate coverage. The patient underwent a revision procedure wherein the leads were replaced. It was also reported that the ipg was replaced for an unknown reason. The patient was doing well post-operatively.